Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue where they were not able to update the unit to refill the console and an error occurred. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the customer was unable to update the unit to refill the console. A technical support specialist confirmed with the customer that the issue has been figured out and resolved. The system functioned as intended after the customer resolved the issue.